Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and inappropriate shock. The lead was found to have insulation damage and fracture confirmed on x-ray. The lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.